Event description:
The customer tested their blood glucose and received a result of 78mg/dl and took 8 units of humulin prior to bed at 11:30pm. At 4:00am the customer was incoherent. Paramedics were called and they received a result of 30mg/dl. The customer was given a glucose IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.